Event description:
It was reported that at a check approximately six weeks after a device replacement, it was found by interrogation that the right atrial (ra) and right ventricular (rv) leads had been reversed in the device header. A procedure was done to switch the ra and rv leads to the correct port and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): vedr01 implantable pulse generator 2013-(B)(6), 4558m implantable pacing lead 1996-(B)(6). (B)(4).